Event description:
It was reported to nuvectra that the stimulator and lead were explanted due to the patient experiencing a lack of therapeutic effect following 15 months post permanent implant. During surgery, upon opening the incision, the anchors were broken. All the pieces were removed and the patient is doing well.